Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all combinations of devices (sk12 and/or sd11) intended to be implanted were reviewed (1405-1012, 1405-1014, 1405-4005 and 1508-4000) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the information provided, all hardware was removed in a revision surgery due to swelling at the site. Upon hardware removal, it was confirmed the bones were fully fused and healed. The most likely cause of the swelling cannot be determined, however based on feedback from the surgeon there was no fault with the tmc hardware. The company will supplement the MDR as necessary and appropriate.

Event description:
After an initial bunion surgery was completed on (B)(6) 2017 all hardware (unknown combination of sk12 and/or sd11) was removed from the patient in a revision surgery on (B)(6) 2017 due to swelling at the site. However, upon hardware removal, it was confirmed the bones were fully fused/healed and no failure was found with any of the tmc hardware.